Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo for which the biosense webster¿s product analysis lab (pal) identified that the hemostatic valve was missing from the irrigation hub. Initially, it was reported that before the operation, the inner sheath could not advance in the outer sheath due to an impediment. Another sheath was used to complete the operation. There was no report of adverse event on patient. The impeded device issue is non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 31-jan-2025, the hemostatic valve was found missing from the irrigation hub. This was assessed as MDR reportable with an awareness date of 31-jan-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub. Afterward, a dilator sample was introduced into the sheath, but no valve was detected. This failure is unrelated to the manufacturing process since the manufacturer has four process controls to prevent a device without a hemostatic valve from reaching the end customer. A device history record was performed for the finished device 00002723 number, and no internal actions related to the reported complaint condition were identified. The missing hemostatic valve could be related the impeded device reported, as it could have gotten stuck within the sheath during its usage. Therefore, the customer complaint was confirmed. The potential cause of the separation of the valve may be related to the manipulation of the device during the procedure however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).